Manufacturer narrative:
The customer complaint of the IV set leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blood tubing apparently had breakage on the tubing at the roller clamp area. There was not a visible tear but blood leaked out.